Manufacturer narrative:
(B)(4).

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump keypad middle button was unresponsive. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed. Buttons remained unresponsive after troubleshooting. Instructed the customer to revert to backup plan as per health care professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.